Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6485 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with a new ar-6411/ar-6421 arthroscopy pump tubing and was tested and evaluated under normal use conditions to find if the issue reported can be reproduced. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. The pump was turned on and tested, and no issues were found with pushing out fluid. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. Visual evaluation did not find any issues with the device. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. The original warranty seal was present and completed. The manufacturing date of the device is 2021-12-19. No problem found. Refer to investigation photos. Complaint is not confirmed.

Event description:
On 01/31/2024, it was reported by a sales representative via (B)(4) that an ar-6485 arthroscopy pump was not pushing fluid out. The pump will start but no water flow. This was discovered during the case with no patient harm.